Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the system was unable to automatically received exams from the imaging system. The representative stated that is was stuck on waiting for images to transfer. The site attempted to manually push the exam and it did not come over. They rebooted both sides and attempted to manually push with no success. The site took a another spin and the image transferred. There was a reported delay of less than an hour and no other impact to patient outcome. It was noted that the radiologic technologist (rt), patient, and representative were present in the room during the first spin. It was reported on a later date that the rep cleared out the imaging system exam files and that seemed to resolve the issue.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.